Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited placement difficulty and the helix contained patient tissue when the helix was retracted. The lead was attempted not used. No patient complications have been reported as a result of this event.